Event description:
It was reported to boston scientific that the doctor was using a sensor wire as a guide wire. When doctor went to remove the wire it became stuck in the sheath, this occurred during withdrawal of the device. No patient complications were reported as a result of this event. The patient's condition was reported as "stable ."

Manufacturer narrative:
The wire was received with a catheter. The coil is elongated approximately 58 cm in length. The polyurethane tip is missing exposing the core-wire. Based on the condition of the catheter received for analysis and the condition of the wire it can be concluded that procedural factors may have contributed to the final failure of the wire. A review of the device history record was performed and revealed no anomalies.